Event description:
It was reported that the patient had the artificial urinary sphincter removed in 2021 due to erosion. A catheter was placed in the ER causing the erosion. A new artificial urinary sphincter was implanted at a later date. No further patient complications were reported.

Manufacturer narrative:
Date of event: (B)(6) 2021 was used as only the year, 2021, was provided. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.